Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the colon during a colonoscopy procedure performed on an unknown date. During the procedure, the cre balloon had malfunctioned (burst). It was reported that the balloon burst not at a max pressure, and no piece of the balloon detached inside the patien.t the procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.